Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the defibrillator had a red x displayed when it was powered on. There was no reported patient involvement.